Manufacturer narrative:
No device was returned for evaluation. A review of the device history record, incoming record, and sterilization certificate found no discrepancies. Assay testing was performed on the drug lot by the supplier and found that the product was processed according to validated specifications. Based on the evidence, no fault was able to be confirmed.

Event description:
It was reported that a patient was not receiving pain relief with the use of a portex® spinal anesthesia tray. The patient required extra pain medications. There was no patient injury associated with this occurrence.